Event description:
It was reported that the procedure was to treat a lesion located in the right superficial artery. Reportedly, the 7.0x60mm armada balloon ruptured during the first inflation at 8 atmospheres. The device was prepped prior to use according to the instructions for use. A larger 8.25 x 60 armada was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.